Event description:
Catheter was inserted in left ac (saphenous vein). During insertion the lock engaged and would not allow the catheter to advance. The cover over the catheter separated and exposed the sterile catheter. The line was taped in place with good blood return at three (3") inches. The IV infiltrated and was dc'd. It was then found that the lock had failed and the catheter had been pulled out. Pt was in dka and required na bicarb drip and IV potassium chloride. Pt was in critical condition and with inability to locate another appropriate IV site, physician transferred pt to another acute care facility.